Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its cubie was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1, cubie pocket b2 had failed, and the associated medication was still inside. A field service engineer recovered the pocket and reinserted. Hardware test application (hta) was run and revealed intermittent issues with multiple pockets. To resolve the problem, the drawer control printed circuit board (pcb) was replaced. Hta was used again, and the customer successfully accessed the drawer without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its cubie was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.